Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "began having capsular contracture to the right breast".

Event description:
Patient representative reported patient experiencing "soreness in breasts, arms and back," "pain," "swelling," "swelling of the upper quadrant," "redness," implanted with recalled textured breast implants," and "began having capsular contracture to the right breast." This record is for the right side. The device has been explanted.